Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 340 mg/dl at the time of incident and the current blood glucose level was 324 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer alleges insulin pump was under delivering because customer¿s blood glucose had going on for a month. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed accurately. Customer reports bolus history displays all bolus entries based on their recollection. Customer declined to perform the high pressure test. The device will not be returned for analysis.